Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer had used cartridges longer than recommended, tandem technical support educated caller that cartridges should be changed every 72 hours with mobi pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.